Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2223707 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was found fully inside the sleeve and came out with the device when removed from the patient. There was no reported patient injury. The device was used in a transarterial chemo embolization. The procedure used a retrograde approach. The device was stored and prepped per the instructions for use (IFU). There was no difficulty prepping the device. The deployer was mynx certified. The vcd was used with a non-cordis 5f sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression for 20 minutes. The user shuttled down completely. There was no significant resistance shuttling down, and no unusual force applied when retracting the sheath. The advancer tube was engaged and visible. The device was not returned for analysis as previously expected.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was found fully inside the sleeve and came out with the device when removed from the patient. There was no reported patient injury. The device was used in a transarterial chemo embolization.the procedure used a retrograde approach. The device was stored and prepped per the instructions for use (IFU). There was no difficulty prepping the device. The deployer was mynx certified. The vcd was used with a non-cordis 5f sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression for 20 minutes. The user shuttled down completely. There was no significant resistance shuttling down, and no unusual force applied when retracting the sheath. The advancer tube was engaged and visible. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was disengaged from the black handle, covering the balloon proximal tip. The sealant was observed remained in the outer cartridge tubing, exposed to blood abutting the advancer tube and swelled as received. The advancer tube was properly engaged with the proximal tamp lock as received. The syringe was connected to the device with the stopcock open. The procedural sheath was returned separated from the device. The device was inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Per functional analysis, the shuttle was retracted to the black handle, and the advancer tube was found properly engaged to the proximal tamp lock as received, which matched the intended use. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, visual inspection at high magnification showed that sealant the sealant was observed remained in the outer cartridge tubing, exposed to blood abutting the advancer tube and swelled. Visual inspection at high magnification showed no damage to the tamp locks that may have prevented the advancer tube from engaging during the procedure. A product history record (phr) review of lot f2223707 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to shuttle completely, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was found fully inside the sleeve and came out with the device when removed from the patient. There was no reported patient injury. The device was used in a transarterial chemo embolization.the procedure used a retrograde approach. The device was stored and prepped per the instructions for use (IFU). There was no difficulty prepping the device. The deployer was mynx certified. The vcd was used with a non-cordis 5f sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression for 20 minutes. The user shuttled down completely. There was no significant resistance shuttling down, and no unusual force applied when retracting the sheath. The advancer tube was engaged and visible. The product was not returned for analysis. A product history record (phr) review of lot f2223707 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Patient or procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.